Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the arrows was stuck. Customer's blood glucose level was unknown. The customer also reported that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.